Manufacturer narrative:
Product event summary:the full lead was returned and analyzed.the analysis was performed and no anomalies were found. Additionally, there was blood on the distal conductor of the lead and it was obstructed due to a stylet/guidewire stuck in the lumen.the analyst also noted: helix functions cannot be performed during analysis. The stylet was stuck and cannot be re-moved from lead due to dried blood obstructed in the distal conductor. No insulation breached was observed. The blood is likely entered into lead from is-1 pin.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the physician saw on the x-ray that the helix unscrewed during placement by itself. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.